Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo was received by the customer for quality investigation. The customer complaint of a failure in the secondary tubing that lead to a chemo spill was verified based on the visual evidence from the photo provided. A device history record review for model 11448964 lot number 20053214 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced defective/damaged tubing and exposure to chemotherapy agent. The following information was provided by the initial reporter: material no: 11448964 batch no: 20053214. We had a safety incident this past weekend at our user facility involving a bd secondary tubing. Pt 0900 cytarabine dose had a failure of the secondary tubing, leading to a chemo spill. Writer primed line per standard practice with no obvious failure at this time. Line was connected to the pt without incident. The incident occurred when the secondary was spiked into the chemo bag, while hanging up the bag on the pole the secondary line broke clean off leading to an uncontrolled spill. Writer removed the chemo from the pole and cleaned up the spill. Chemo dripped on the pump, pole and the floor and the writer. Removed pt from area and cleaned up per protocol. Notified md and pharmacy to make new line. Took picture of the broken line and retrieved the packaging of the secondary set.

Manufacturer narrative:
H.6. Investigation: one photo was received by the customer for quality investigation. The customer complaint of a failure in the secondary tubing that lead to a chemo spill was verified based on the visual evidence from the photo provided. A device history record review for model 11448964 lot number 20053214 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20053214 regarding item #11448964. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced defective/damaged tubing and exposure to chemotherapy agent. The following information was provided by the initial reporter: material no: 11448964, batch no: 20053214. We had a safety incident this past weekend at our user facility involving a bd secondary tubing. Pt 0900 cytarabine dose had a failure of the secondary tubing, leading to a chemo spill. Writer primed line per standard practice with no obvious failure at this time. Line was connected to the pt without incident. The incident occurred when the secondary was spiked into the chemo bag, while hanging up the bag on the pole the secondary line broke clean off leading to an uncontrolled spill. Writer removed the chemo from the pole and cleaned up the spill. Chemo dripped on the pump, pole and the floor and the writer. Removed pt from area and cleaned up per protocol. Notified md and pharmacy to make new line. Took picture of the broken line and retrieved the packaging of the secondary set.